Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt reported that they had their implant replaced due to normal battery depletion of 9 years battery life.  Patient services stated that when the patient was asked if their implant was replaced due to normal battery depletion, the pt said, "yeah, basically after 9 years the battery was dead, I had to get a new one". Patient services noted that according to our records the implant was replaced before 9 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.